Manufacturer narrative:
Consumer reported experiencing burning with use of the product. Consumer visited an emergency room and reported he was diagnosed with a corneal ulcer in the right eye. The consumer reported that the emergency room practitioner prescribed ciprofloxacin, an antibiotic. Consumer also reported he visited his doctor the next day and was prescribed a steroid, bandage lens and instructed to continue the antibiotic. No medical documentation was provided to evaluate the event. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptom of burning reported by the consumer is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The report of a corneal ulcer is not consistent with exposure to hydrogen peroxide and additional medical information is required to further assess cause. The consumer reported he has recovered.

Event description:
Consumer reported experiencing burning with use of the product. Consumer visited an emergency room and reported he was diagnosed with a corneal ulcer in the right eye. The consumer reported that the emergency room practitioner prescribed ciprofloxacin, an antibiotic. Consumer also reported he visited his doctor the next day and was prescribed a steroid, bandage lens and instructed to continue the antibiotic. Medical documentation was requested but not yet received. Consumer reported he has recovered.